Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). The diamondback coronary orbital atherectomy system instructions for use states that dissection is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy system. Csi ID# (B)(4).

Event description:
A viperwire guide wire was advanced into the 90% stenosed distal left anterior descending coronary artery (lad). An attempt was made to exchange the wire; however, wire position was lost. An attempt was made to re-advance the viperwire into the distal lad, and a type e flow-limiting dissection occurred. St changes were observed related to the flow issue. The opinion of the physician was that the dissection was due to the design of the distal tip of the viperwire. A non-csi guide wire was used to regain the true lumen of the vessel, stents were placed, and flow was restored. The patient was stable following the procedure.